Event description:
The customer reported that she was hospitalized due to high blood glucose levels and ketones. Her blood glucose levels were out of range when she was tested at the hospital. The customer also reported motor error alarms. Troubleshooting was performed. The insulin pump passed the displacement, prime and self tests. Advised the customer that the insulin pump would be replaced due to the multiple motor error alarms. Nothing further reported.

Manufacturer narrative:
Currently. It is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.